Manufacturer narrative:
Device not inspected as of initial reporting of complaint. No batch information was provided, so the manufacturing records could not be investigated. Repeated inquiries to gather more information about this case have not resulted in any additional information beyond what is listed in this report at this time.

Event description:
On 9-28-2021 it was reported from a surgalign rep that "screws backing out at c6 per x-ray on (B)(6) 2021. Locking mechanism was broken/disengaged on 2 screws. C6 had broken off. Had disengaged completely on c4. Surgery needed specifically due to screw back out/plate failure".